Event description:
It was reported that an aspiration failure occurred. A 2.1mm jetstream xc atherectomy catheter was selected for to treat atherosclerosis obliterans of lower extremities. After the catheter entered the vascular of the lower extremity artery, it could rotate normally but no liquid was sucked into the waste liquid bag. The device was withdrawn, and a balloon was used to dilate to complete the procedure. There were no patient complications as a result of this event. The patient condition following procedure was stable.

Event description:
It was reported that an aspiration failure occurred. A 2.1mm jetstream xc atherectomy catheter was selected for to treat atherosclerosis obliterans of lower extremities. After the catheter entered the vascular of the lower extremity artery, it could rotate normally but no liquid was sucked into the waste liquid bag. The device was withdrawn, and a balloon was used to dilate to complete the procedure. There were no patient complications as a result of this event. The patient condition following procedure was stable.

Manufacturer narrative:
Device evaluation by manufacturer: the device returned to boston scientific consisted of a jetstream atherectomy catheter. The device was visually and microscopically examined for any damage. Visual and microscopic examination revealed no damages. Functional testing was performed by inserting the device into a jetstream console. The device was able to prime and run as intended. Inspection of the remainder of the device, revealed no damage or irregularities. Product analysis could not confirm the failure to evacuate.